Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer was hospitalized for high blood glucose (bg); bg levels were not provided. Customer did not provide cause of hospitalization/ bgs, only stated that the event was not a result of the pump or supplies. Customer received insulin intravenously as treatment and was released from the hospital a few hours later. No alarms were received at the time of the hospitalization. Customer declined troubleshooting with tandem technical support.